Manufacturer narrative:
(B)(4). Device evaluated by manufacturer: the device was not returned. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that during a peripheral artery treatment procedure, a balloon rupture occurred. Vascular access was obtained via the femoral artery. The 90% stenosed, progressive, target lesion was located in the calcified and moderately tortuous superficial femoral artery. The 7.0 x 20/135 sterling was selected and advanced to treat the target lesion. The balloon was inflated once to nominal pressure for 30 seconds and then ruptured. The device was removed intact. The procedure was completed with a different device. There were no reported complications and the patient status is good.